Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Patient reports right side rupture. The device has been explanted.

Event description:
Patient reports right side rupture. The device has been explanted.

Manufacturer narrative:
Device photograph(s) for the device related to the reported event of rupture was reviewed on june 09, 2020. Visual analysis of the photographs identified: broken shell. In addition to broken device, an intact device appears in the photo. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Additional, changed, and/or corrected data: h.6.